Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had an epidural in their back through x-ray this morning, and when they tried to adjust their stimulation now they don't feel the stimulation in their legs. Patient mentioned they weren't sure if the epidural was effecting their therapy. Patient mentioned when they lay on their stomach or on their back it zaps them too hard. Agent walked patient through adjusting therapy and patient was unable to feel stimulation when they increased therapy. Agent confirmed stimulation was on. Patient confirmed they only have 1 group with 2 programs. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.